Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous right posterior descending artery. The 3.0x48mm xience skypoint stent delivery system (sds) became stuck due to a previous implanted stent and was unable to be advanced further or pulled back. An unspecified balloon was advanced to the middle of the device, ballooned and was able to free the device successfully. It was noted the stent was flared. With the use of the unspecified guide extension catheter a 2.5x18mm xience skypoint was deployed to successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device has been received; however evaluation is pending. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous right posterior descending artery. With a two-wire technique the 3.0x48mm xience skypoint stent delivery system (sds) became stuck due to a previous implanted stent and was unable to be advanced further or pulled back through the passage way made for the sds to advance under. An unspecified balloon was advanced to the middle of the device, ballooned and was able to free the device successfully. It was noted the stent was flared. With the use of the unspecified guide extension catheter a 2.5x18mm xience skypoint was deployed to successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d4 - serial # updated from na to (B)(6).